Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump for intractable spasticity and other spasticity. It was reported it was unknown when the event/difficulty occurred. The rep would follow-up for more information. It was noted the residual volume was off from the expected volume at refills (specific volumes not reported). It was unknown at this time if there were any environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostic/troubleshooting performed at this time. The rep was going to the next refill on (B)(6) 2020 to troubleshoot and get more information. It was noted no actions/interventions were taken to resolve the issue. The rep would obtain more information from the hcp on (B)(6) 2020. Other medications the patient was taking at the time of the event were unable to obtain, not available. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were unknown, but the rep would follow-up for more information on (B)(6) 2020 at the next refill of the pump. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2020-feb-04 indicated the expected residual volume (erv) on (B)(6) 2019 was 3.7mls and the actual residual volume (arv) was 7.1mls. On (B)(6) 2019 the erv was 4.9mls and arv was 8.6mls and on (B)(6) 2020 the erv was 6.5mls and arv was 10.8mls. It was noted the residual volume being off from the expected volume at refills was first observed (B)(6) 2019. It was noted the patient reported they were not getting the same efficacy they used to get with their last pump. They felt this pump was not working as well. Troubleshooting would occur on (B)(6) 2020 and the doctor ordered a dye study to see if anything was going on with the catheter. It was further reported, after observing the last refill, the volume discrepancy may be due to drug preparation before the refills. All the baclofen was pulled out of the ampules and all the drug was pushed into the pump. This was discussed with the doctor after the patient left. He was not aware that the ampules had extra medication. We looked at the ampules and syringes used and saw that almost all medication was used, and nothing was wasted during the refill. The cause of the event was not 100% determined. They were still troubleshooting due to the patient¿s lack of efficacy. The dose was increased to see if that would help with spasticity. The rep would gather more information at the dye study. Actions/interventions included discussing the refill technique with the doctor and scheduling a dye study. The event was not resolved and actions taken to resolve the event would not be known until the next refill. The patient¿s weight at the time of the event was (B)(6). The patient¿s medical history was unknown. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-oct-2020 from a healthcare professional (hcp) who was requesting MRI compatibility guidelines. Per the hcp, the pump was not working, and the patient had ¿no use in lower extremities¿ and lower extremity numbness. The patient also had a dizzy episode and passed out. The MRI was being done to determine if it was the pump or something else.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6) on 2020-apr-09. It was reported that the patient's medical history included depression, migraine headaches, seizures, incomplete paraplegia, muscle spasms, and unspecified convulsions. Concomitant medications included ondansetron, papaya enzyme tablet, zyrtec, venlafaxine, gabapentin, and topiramate. At a visit on (B)(6) 2019 for a dose adjustment and refill, the patient complained of increased spasticity that started on (B)(6) 2019. A pump interrogation during that clinic visit revealed no malfunction whatsoever.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2016 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2016 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via saol therapeutics on 2020-nov-06. It was noted that the pump was ok, and the catheter was dislodged. It was further noted that the pump was not the issue. The patient was admitted on (B)(6)2020 and discharged on (B)(6)2020. It was noted that the 52-year-old caucasian female was well known by the hcp from follow-up through their spasticity clinic. The patient had a history of upper thoracic and lower cervical spinal injury during a car accident dating back to (B)(6)2009. The patient also had an avm complicating matters. The patient had motor incomplete paraplegia and developed over time to severe intractable spasticity which required an intrathecal baclofen pump placement in the past. The patient had a baclofen pump placed initially in 2011 and a physician was planning to replace the pump for potential catheter replacement. Past medical history also included spinal cord injury to c4-c8 secondary to mva, depression, seizures, migraines, baclofen pump, and hyperlipidemia. The patient had presented to a medical center for syncopal episode while at work. It was indicated that the patient blacks out with opiates; the date (B)(6)2020 was noted. The patient was also noted to have had lower extremity weakness. The patient was noted as having hives; (B)(6)2020. Clinically the patient was a t3 motor incomplete (asia impairment scale d) paraplegia with severe intractable spasticity, status intrathecal baclofen pump replacement / replacement due to dislodged catheter on (B)(6)2016. The patient also had a history of mild neurogenic bowel and bladder dysfunction, gait abnormality impairments in balance, history of depression, history of seizure disorder, and migraines. The patient now presents with clinical picture of paraparesis of her legs with only trace movement in their legs. This corresponded to an american spinal injury association impairment scale c. The patient seemed to have also more profound sensory deficits now affecting their right side as well starting at the upper thoracic level and going down. The intrathecal baclofen pump was interrogated. The patient had a 40 ml, 500 mcg pump that administered drug at a dose rate of 262.38 mcg/day. The reservoir volume was 13.4 ml which was equivalent to a refill before 2020-oct-30. There were no signs of malfunction. Therapists had observed spontaneous right ankle df activation, hip and knee flexion seated to move rle away from therapist¿s foot. It was further noted that the syncopal episode was of an unclear etiology. A CT of the head and cta head and neck were negative. Telemetry was normal. Echo was unremarkable with normal ef. Lower extremity weakness seemed better. There was still sensory loss and spasticity was not poorly controlled. The intrathecal baclofen pump was in place, but the catheter was not in the intrathecal space and will need replacement. They were avoiding procedures for now. The patient was to continue gabapentin for neuropathic pain component and adjust as needed. The were going to keep the current pump dose the same. The patient was to continue effexor and follow for potential functional weakness component. It was noted that leukocytosis was likely related to steroids; the patient was afebrile. On (B)(6)2020, the patient had good functional improvement and was observed transferring from the bed to the wheelchair assisting with legs. On (B)(6)2020 the patient was in no distress mobilizing with the wheelchair independently and spasticity was stable; the patient denied any new pain. On (B)(6)2020 the patient had a trace of right greater then left quad movements. They were able to mobilize in the wheelchair. They were relatively unchanged compared to prior study with no new acute findings that would explain the worsening paraplegia. On (B)(6)2020 the patient was clinically stable and evidence of chronic spinal cord injury around the cervicothoracic junction with no acute areas of signal alteration or abnormal areas of enhancement. The patient was clinically improving. On (B)(6)2020 the patient¿s spasms were well controlled event despite the intrathecal baclofen pump catheter not being in the proper position. The pump was refilled on (B)(6)2020. On (B)(6)2020 the patient was noted to have good functional progress. It was indicated that a urinary tract infection occurred, and keflex was to be completed. Spasticity was well controlled for the most part; there was some clonus at the ankles. On (B)(6)2020 the patient had completed inpatient therapy. Great functional improvement was noted. The patient was discharged as planned on (B)(6)2020. The patient was to discontinue taking ondansetron (zofran odt) for nausea and vomiting. The patient was to continue taking the following medications: valtrex, imitrex, melatonin, acetaminophen, topamax, effexor xr, ergocalciferol (vitamin d2), pravachol,neurontin, min-chex cap, cyanocobalamin (vitamin b-12), lidocaine, metamucil, miralax, zyrtec, ascorbic acid, famotidine/calcium carb/mag hyd, aspirin. The patient was to also start taking keflex, acidophilus, and senokot extra. The patient¿s weight was 121 pounds as of (B)(6)2020.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2018-01-29, UDI#: (B)(4), update: the type of reportable event was changed from being a reportable malfunction to now a reportable serious injury regarding additional information received. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The previously programmed volume was 40 ml and the previously filled volume was 40 ml regarding the refills performed on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2020. Regarding the dye study on (B)(6) 2020, it was indicated that they could not aspirate the catheter so the dye study could not be performed. The cause of the volume discrepancies and lack off effect was not determined. The patient and physician decided to go back into surgery to replace the catheter. The surgery had not been scheduled yet. The problem was not yet resolved. The information was noted as having been confirmed with the physician.